Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the helix of the pacing lead could not be spun. The pacing lead exhibited thresholds, sensing and impedance which were not good. The pacing lead was removed and replaced. No patient complications have been reported as a result of this event.